Event description:
Customer reported, the system will not perform cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cable connectors on the cine drive and cine bridge. System operates as intended.